Manufacturer narrative:
No photos or samples were received by our quality team for evaluation. Therefore, the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. As part of the current quality control measures, in-process inspections are conducted every two hours to detect damaged component.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll leaked stock isolated, searched for other affected syringes and isolated. Reported.